Event description:
The customer reported that the system was displaying a "joystick stuck" error on the rui.

Manufacturer narrative:
(B) (4. The ge service rep observed the fault and tried reseating the rui console and checked the rui cord receptacle for damage. He removed and replaced the rui console. The system boots up error free and the new rui console works as intended.